Manufacturer narrative:
Analysis of the catheter revealed dried drug, blood, or foreign material occlusion in the catheter body. Slight damage was seen on one of the retaining ring fingers. The sutureless connector was analyzed and no leaking was seen.

Manufacturer narrative:
Product ID 8780,# serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that there was a catheter problem. The patient was admitted 2015 (B)(6)and had a revision 2015 (B)(6) because, the healthcare professional (hcp) reported that it was ¿leaking at the pocket and going up.¿ the catheter issue was identified due to the pocket of fluid. No catheter segments were left unused in the intrathecal space. The 8780 catheter was replaced with revision kits of 8596sc and 8598a and they were being sent back to the manufacturer ¿for revision.¿ nothing was done with the pump during the revision. The reporter noted that this was the second catheter revision and that the two events occurred ¿very close together.¿ the patient was released 2015 (B)(6). The reporter mentioned that the patient could get 11.381mg/day with the maximum personal therapy manager (ptm) activations. The patient had her postoperative appointment 2015 (B)(6) and ¿everything was looking really good.¿ the patient would be seen on 2015 (B)(6) to have staples removed and a possible dose increase. There was no patient death or injury. The pump was used to infuse morphine (unknown). Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.